Event description:
Information received a smith medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed dso test @ 4.7 psi. Defective dso sensor. V5. No patient involvement, as event is describing occurring during testing.

Manufacturer narrative:
Other, other text: h10 device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The reported product problem (pump failed the downstream occlusion sensor (dso) test at 4.7 psi) was not evidenced in the event history log. A dso pressure range test was performed. The pump passed the dso pressure range test at 9.8 psi. The customer reported product problem was therefore not confirmed. A root cause for the reported problem was not determined. The dso sensor was replaced as a preventative measure.